Event description:
The following information was provided: surgeon requested poly insert available in case his unknown base plate was duracon. Confirmed intraoperatively. Replaced. Pt found to have worn duracon poly insitu. Revision of poly required.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.